Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: "I'll get back to you regarding the famous red key for the screens in the digestive surgery room...do you have any news? Because unless we are mistaken, we still have not received it! For my second question, we have already had twice our screens, which are connected via wifi, where the image disappears during intervention and we have to redo the maneuver with the key! You understand that it is not very comfortable and above all dangerous... Should we check the installation to see if there is a problem!?" Conclusion: reported failure mode was not reproduced during investigation. However, a number of potential flicker and wireless connectivity disruption events were found in st logs downloaded from both transmitter sn (B)(6) and receivers s/n (B)(6) returned from the site. Probable root cause of video flickering for both devices is likely due to a combination wireless interference and video source instability. The majority of mid-session video disruptions found in both receiver logs indicate that wireless video transmission was being disrupted on the transmitter side. While no corresponding usage data was found in transmitter s/n (B)(6) logs due to being overwritten after memory limits were reached, the pattern of c10 hdmi unlocks and >42 sds misscounts is typically seen when wireless video transmission is disrupted due to the transmitter repeatedly detecting changes in the video stream resolution and/or refresh rate. This can indicate that either the video source itself was malfunctioning or the hdmi cable connected to the transmitter was loose or damaged, causing intermittent corruption of the video signal. As no issues were found when transmitter sn (B)(6) and receivers s/n (B)(6) were tested with a known working video source and hdmi cables, any underlying hardware issue can be ruled out. While wireless metrics logged from all devices were consistent with an overcrowded wireless environment, any video disruption that was directly caused by wireless interference would be limited to within the first 1-2min from pairing due to the timing of associated <-71 pavg threshold breaches and channel jumps caused by e1_9 errors for both "no available alternative frequency" and "no available non-dfs frequency". Based on available wireless metrics, interference was primarily limited to 5220mhz, 5300mhz and possibly 5540mhz, indicating that another synk 4k device or other active rf transmitter running in the 5ghz band was nearby. Other sources can include nearby radar, weather stations, and low-power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. Use of 20mhz transmission mode could potentially mitigate wireless interference issues by increasing the availability of channels for use by synk 4k. However, video source will be limited to 1080p in order to use this feature. When configured in 20mhz mode, a brief pulsing blue led light will be visible when powering up the transmitter. If 4k video or other incompatible resolution is detected while in this state, the led will pulse amber and wireless link functionality will be disabled. Please see pg. 19 en of synk 4k user guide for more information. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence. Manufacture date is not known.